Manufacturer narrative:
A medtronic representative went to the site to test the equipment. While performing an imaging system check-out, a medtronic representative, observed that the imaging system is switched on the x-ray bar does not initialize. The standalone malfunctioned. The representative concluded the standalone board and x-ray ssd required replacement. Also ordered were fuses and a relay. Part replacements shipped to site. The medtronic representative replaced the parts, after part replacement the medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. On-site investigation was completed, confirming the reported problem "stand alone board does not power on." A functional and performance test was performed revealing the standalone pcb board failed bench testing. Both ac/dc voltages are not present, 0 volts and fans do not come on. Confirmed pcba was defective. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a spine procedure, the site's imaging system was unresponsive displaying, "initializing please wait" x-ray not connecting; motion and mobile view station are connecting. The status bar appeared full, but would not go into ready status. In trouble-shooting, the imaging system was re-booted. The remote desktop console indicated that the framegrabber - off, generator and detector - not ready. The surgeon discontinued use of the imaging and navigation systems and chose to proceed with a c-arm, an alternate system. The surgery was successfully, completed. There was a reported delay of thirty minutes to the procedure due to this issue. There was no impact on patient outcome.